Event description:
The hosp reported that during a coronary artery bypass procedure, an ultima activator ii drive mechanism was put in the chest to open it. The blades were on the drive, but it would not open or close and the retractor appeared to be stuck. A second device was put in and the same problem occurred, it would not open or close. A third replacement device was used to complete the procedure as normal. No pt complications were reported by the hosp. This report is for the second device.

Manufacturer narrative:
Investigation results: maquet received the device on (B)(4)2009. The visual inspection revealed that galling was present on drive bearing surfaces. Maquet is performing a more detailed investigation. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. (B)(4).